Event description:
Subsequent to filing the initial medwatch report, returned device analysis noted that the unspecified guide wire was a balance middleweight guide wire.

Event description:
It was reported that during the attempt to implant the vision stent using a re-used unspecified 0.014 guide wire, the stent delivery system could not be advanced beyond the mid portion of the vascular bed. Then the stent delivery system could not be retracted from the guide wire. The whole system was removed as one unit. A new guide wire and mini vision 2.50 x 23 mm stent were used with success. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to remove the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.